Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient bridge and the distribution board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the unit is installed since 2017 and a review of the complaint database did not reveal further reported issue related to this heater cooler. Based on above and similar investigation results, the most likely root cause of the reported error was traced back to an electrical failure of the stirrer motor. This could lead to a defect on the safety resistors for the stirrer motor on the distribution board which was therefore replaced.

Event description:
See initial report.